Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received, there is no further surgical intervention planned at this time and the patient was given a prescription for glasses.

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an over correction following cataract surgery with intraoperative wavefront aberrometry. The surgical plan included a 21.5 diopter intraocular lens (iol) however a 22.0 diopter lens was suggested and implanted. Additional information has been requested.